Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked. Customer experienced an elevated blood glucose (bg) level of 559 mg/dl and manual injections were used to correct. A new cartridge was loaded resolving the issue.